Event description:
According to the reporter: after firing the instrument and resecting the rectum, surgeon noticed staples were not fired on the tissue. The incomplete staple line was closed with another product. The operation was delayed by about 30 to 40 minutes. Minimal blood loss was reported. Procedure: low ant resect double staple.